Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device has not been returned for evaluation. The root cause of the delivery issue - anatomy was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 61-year-old female was being placed on impella 5.5 for mechanical circulatory support. It was reported that the medical staff was unable to deliver the impella pump due to the patient's anatomy. The procedure was aborted and an impella cp was placed.